Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found the helix screw was damaged as received. Unable to test helix mechanism due to damaged helix screw.

Event description:
It was reported that during implant attempt the helix would not extend and would not retract. This lead was not used.